Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to nausea. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to nausea. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that pil observed a small amount of dust-like contamination on the front panel, top enclosure, rear panel and bottom enclosure. Two of the four anti- slip pads from the bottom enclosure are missing. A considerable amount of brownish dust-like contaminant was observed underneath flip doors, on and around the air inlet of the blower box, and cellular modem door. Signs of a potential thermal event are seen along where the blower motor wire was routed, on the interior side of the user interface (ui) panel, bottom enclosure and rear panel. Dust-like contamination along with a piece of foreign material (clear plastic) is found in the bottom enclosure. Brownish dirt/dust -like contaminant was observed on the outside track of the bottom enclosure. Pil observed dust-like contamination on the blower motor, and in the base of the blower box. Evidence of liquid ingress is seen in the base of the blower box. A keratin -like substance was observed at the blower box outlet. (B)(4) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.